Manufacturer narrative:
The calibration and quality control recovery data provided was acceptable. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial hcg result was 0.390 miu/ml. Another sample was collected from the patient and tested on another e411 analyzer and the hcg result was 260.8 miu/ml. The difference in the results prompted the customer to repeat the first sample, and due to patient having a positive rapid hcg dipstick test. The first sample was repeated the next day on the same analyzer and the result was 221.2 miu/ml with flag. The repeat result was deemed correct.